Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped3 pipeline vantage failed to open in the distal section. Devices were prepared as per instructions for use (IFU) guidelines. Access was taken in middle cerebral artery (mca) artery with phenom and avigo pipeline vantage 4.5x20 was positioned in m1 and from internal carotid artery (ica) bifurcation deployment was planned. Distal segment opened but there was a kink in the device apposition immediately and even after multiple resheathing attempts, the device did not open across that bend. Complete device was also resheathed and brought a few mms in the proximal segment but a similar problem persisted. Across the neck (at a tortuous bend) and in the proximal segment also the stent failed to open after multiple resheathing attempts. Device selection was changed and vantage 5x20 was taken which was deployed from m1 and good wall apposition was obtained. Less than 50% had been deployed when it failed to open. The pipeline was resheathed more than 2 times. There were no additional steps taken to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter.  The patient was being treated for an unruptured, saccular aneurysm I nthe right ophthalmic segment. The max diameter was 19mm and the neck diameter was 4.8mm. The distal landing zone was 3.9mm and the proximal landing zone was 4.1mm. Vessel tortuosity was severe. No patient symptoms or complications were reported. Ancillary devices: cat5 guide catheter, phenom 27 microcatheter, avigo guidewire, 2 axium coils.

Manufacturer narrative:
H3: product analysis of ped3-027-450-20, lot# b673379: as found condition: the pipeline vantage was returned inside the outer carton, biohazard bag, and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The distal end of the braid was not opened and frayed. The proximal end of the braid was opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, or proximal bumper. No other anomalies were observed. Conclusion: based on the returned device, the customer report of "failure to open at the distal end" was confirmed that the braid's distal end was not opened due to a damaged braid. The cause of the failure to open could not be determined. Possible causes of failure to open include severe vessel tortuosity, a damaged braid or deployment of the braid in the vessel bend. Damage to the braid can occur due to resheathing more than 2 times, over-manipulation, deployment technique, advancing or retracting the delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.